Event description:
Caller stated that pt had problems with high blood glucose beginning in 2004, and was admitted to hospital the following day (treatment received was not specified). Pt was still in hospital at time of report.